Event description:
It was reported that the day following a device replacement procedure, the lead warning triggered, and the right ventricular (rv) lead exhibited low impedances for a brief time. The lead was checked once more, and the impedances appeared to be within normal limits. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead, (B)(6) 2000. (B)(4).